Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received inappropriate therapy due to t-wave oversensing. After therapy the rhythm was converted. Technical services (ts) discussed it appears to be slow ventricular tachycardia (vt) and the qrs and t-waves are overcounted, leading to the shock being delivered. It was recommended to perform troubleshooting and consider vt management. Troubleshooting was performed and the physician agreed it is slow vt, therefore, the medication was increased and a vt ablation was planned. The s-ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received inappropriate therapy due to t-wave oversensing. After therapy the rhythm was converted. Technical services (ts) discussed it appears to be slow ventricular tachycardia (vt) and the qrs and t-waves are overcounted, leading to the shock being delivered. It was recommended to perform troubleshooting and consider vt management. Troubleshooting was performed and the physician agreed it is slow vt, therefore, the medication was increased and a vt ablation was planned. The s-ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific concluded the clinical observation of oversensing is a known inherent risk of the product and is noted within the instructions for use (IFU), as well as the product's risk documentation. Device history record (DHR) review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device remains in-service. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of oversensing is a known inherent risk of the product. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: this oversensing has been observed with this product previously and is a known inherent risk associated with its use and is documented in the product's labeling. Risk review: a risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.